Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had no flow from the air/water nozzle. The issue was found during inspection for use for a colonoscopy and it was completed with a similar device. Inspection and testing of the returned device found that there was no flow from the air/water nozzle due to a blockage. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the plastic distal end cover insulation had a megaohm value of 10 and the angulation was low. The right/left control knob was clicking and had play. The distal end plastic had a deep dent and the bending section rubber glue was cracked. The objective lens and light guide lens had peeling on the cement. The air/water flow was fine after the nozzle was removed. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.